Manufacturer narrative:
Age at time of event: (B)(6) years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that guidewire detachment occurred. A 0.014/190cm transcend guidewire was selected for use. However, during unpacking, the guidewire was detached. The procedure was completed with another of same device. No patient complications were reported.